Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. The insulin pump received with scratched display window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump will be replaced. Nothing further reported.